Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.